Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in pacing threshold measurements. At initial implant, the threshold measurement was .6 volts (v) @ .4 milliseconds (ms). At follow-up measurements taken were 2.7v, 1.5v, and 2.2v @ 0.4ms, respectively. A lead revision was performed however after repositioning the threshold measurements were showing variation. The lead was subsequently explanted and successfully replaced without further complication. No additional adverse patient effects were reported.